Event description:
The abl80 analyzer gave a result of po2 of 242mmhg for a patient which was not on ventilator support. As a result was much higher than expected. A new measurement was done with result n/e (no endpoint). The doctor suspected that there was a problem. With the calibration and therefore a calibration was carried out. This incident is reported since it, at this point, cannot be ruled out that a similar event would give a result that could lead to incorrect diagnosis and treatment. No patients were affected by the incident. As the doctor didn't trust the result, it wasn't used.

Manufacturer narrative:
Data logs from the analyzer have been requested and will be investigated. It has also been requested that the sensor cassette is returned for investigation. (B)(4).